Event description:
It was found that the handpiece no longer meets the specifications for phase margin. Device used during an unknown procedure. Another handpiece completed case. No patient consequence.